Event description:
Customer indicated a donor abo discrepancy occurred on galileo. The sample typed as a positive on the galileo with the fwdabo assay; the donor unit initially typed as o negative.

Manufacturer narrative:
No visual determination could be made why the unexpected negative reactivity occurred. Additional review of the data from the instrument indicated several donor segments were typed as o negative along with the initial donor segment reported in the complaint.a review of the complaint information showed no unexpected negative reactivity for anti-a (lot #101680), anti-b (lot #203235), anti-d series 4 (lot #504699), or monoclonal control (lot #492028). The cusotmer did not return product or sample for investigation testing. The possibility of a clerical labeling error for the original donor segment, possible donor segment contamination, or reagent contamination can not be ruled out as a cause of the unexpected negative reactions.